Event description:
Avea mechanical ventilator was on a sedated adult patient in ac/vc 10 peep and 60 percent fio2, the patient was on a heated circuit, fisher paykel heater, temp 37.0, small amount of water in the expiratory filter/water trap and the room temperature was 69.7 f. Ventilator alarmed low tidal volume and appeared to be auto-cycling. The ventilator graphics were erroneous and pressure, volume and flow were measuring below baseline. The tidal volume read below baseline, appearing to be in the negative. The patient was immediately taken off the mechanical ventilator and bagged with 15 liters of oxygen from the wall connector. The ventilator was tagged for bio-med to service.